Manufacturer narrative:
Portable oxygen concentrator serial number (B)(4) had a burn hole through the plastic housing exterior above the internal dc power connector on the printed circuit board assembly (pcba). A review of the onboard data log indicates the 19v dc power line was unresponsive days before the poc arrived for evaluation. This is assumed to coincide with the 19v dc power malfunction. A ceramic capacitor is assumed to have shorted causing damage to the 19v dc input portion of the pcba and resulted in the burnt wire connector, silicone tubing beneath the pcba, foam padding and plastic housing. Device was still functional on internal and external battery power. Carry case and power supply unit were not returned to verify if misuse occurred.

Event description:
It was reported that an activox 4l oxygen concentrator had a burning smell followed by a large burn mark on the case/housing. No patient injury resulted from this event. Quote of event as received: "a burning smell issued from the machine and afterwards a large burn mark on the outer shell of the machine was noticed during patient use."